Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl ¿at 170¿ via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported a week before memorial day, the pump was allowed to run out of medication and the pump alarmed. She walked around her house trying to figure out what the beeping was because she didn¿t know the pump made noise. Per the patient, she laid in bed in pain for 3 days because she couldn¿t get the pump refilled. The pump was eventually refilled, but she had no idea what medication was put in the pump. No further complications were reported/anticipated.